Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was charging more than expected over the past 3 months or more, but it had gotten worse since last week. The patient also was burned by the implantable neurostimulator recharger (insr) antenna in the past week or so. She had a burn mark and a blister. Sometimes she slept while recharging and would lie on the insr antenna. It was noted that she was aware that that was not recommended. The patient also had a fall last week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had worn her recharger today and charging her implant for the past 24 hours but had not gotten to 100%. Her coupling bars would come and go. Coupling problems started at the beginning of the month. Electrode and therapy impedance were within normal limits and they reviewed recharging statistics. It was noted that the highest temperature recorded today was at 99 degrees. The manufacturing representative (rep) wanted the entire implantable neurostimulator recharger (insr) system replaced because the recharger would get poor coupling when charging the implantable neurostimulator (ins).a day later the patient received a new insr. But the patient got a not compatible device and saw ¿device not supported/incompatible¿ screen. No indication of patient harm.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 37791, product type: recharger. Product ID 37791, product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743fa, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37791, product type: recharger. Product ID neu_unknown, (B)(4).